Event description:
The customer called and reported that the bolus wizard was off when trying to program a bolus. Customer did not recall turning this off. It was explained it would take many button presses to do so. Customer viewed data table and found the bolus wizard was turned off in the middle of the night. Customer stated spouse got home around that time and reported blood glucose was tested but that not many button pushes were executed. Customer was confident they did not turn off the wizard. It was advised the insulin pump would be replaced and customer agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.